Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 374 mg/dl and noticed insulin leaking, while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, the patient found the cannula had retracted into the pod. As treatment, a new pod was applied.